Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The handpiece passed the motor jamm test with t1 value being 20 & t2 value bineg 16. The handpiece functioned as expected throughout the testing and the case. No error messages occurred. No problem found. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No probable cause or contributing factors could be attributed to this complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that during a ukr procedure, the navio presented motor failure error message during surgery. The surgery was completed in speed mode. This caused a delay of less than 30 minutes. Post operative handpiece testing showed good specs, however during the test the motor showed signs of shorting. It also performed its slow full cadence multiple time more than normal before beginning its stepped cadence.